Manufacturer narrative:
On june 05, 2024, mentor completed a visual inspection of the returned device. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction surgery with 550cc mentor memorygel breast implants. Post-operatively, the patient experienced memory impairment, myalgias, arthralgias, right breast pain, and breast implant illness. It was also reported that the patient experienced a rupture of her right prosthesis and a small palpable region of fat necrosis in the right breast, which were confirmed via magnetic resonance imaging. As a result, the patient underwent bilateral removal surgery on (B)(6) 2024. This report is for the left implant.

Manufacturer narrative:
Mentor received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. H6 health effect - clinical code e2402: generalized illness reason for device explant and/or reoperation: generalized illness manufacturer¿s reference number: (B)(4).